Event description:
It was reported that the patient's right atrial (ra) lead was dislodged post-procedure while the patient still in hospital. The ra lead dislodged into the right ventricle resulted in far r over-sensing. The lead dislodgement was confirmed by chest x-ray. The lead was explanted and replaced. The patient was in stable condition.